Event description:
Hamilton medical ag received the following incident description: hamilton-g5 sn (B)(6) cut out went black screen during ventiation .

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4) follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
Hamilton medical ag received the following incident description: hamilton-g5 sn (B)(6) cut out went black screen during ventilation.

Event description:
Hamilton medical ag received the following incident description: hamilton-g5 sn (B)(6) cut out went black screen during ventiation...

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Additional information added in follow-up #2 cer (B)(4). Field b4, g6, h2, h3, h6 and h11 updated. The issue was discovered during the boot-up of the ventilator, which could not start up. No patient was involved. Consequently, the event did not cause or contribute to a death or serious injury. The root cause of the event was determined to be a defective power supply. After replacing the power supply, the device was found to be functional and was released for use. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the power supply could result in inadequate ventilation support.